Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 2/19/2020. D4: batch # t5aa47. Investigation summary: the analysis found that one ecr60g cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that there was a green reload failure. Four staple rows failed, only two lines followed by the cut line could be fired and the staples did not form correctly. There were no patient consequences reported. It was reported that the procedure was successfully completed, but it's unknown if any other medical intervention was required.